Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for a high blood glucose reading. The blood glucose reading was 284 mg/dl at the time of the call. The customer changed the infusion set the morning of the hospitalization. The customer stated that the basal rates had been cleared from the insulin pump. Troubleshooting was performed and the insulin pump passed the required tests.